Event description:
Broke 2 molar teeth, cracked the teeth [tooth fracture]. Case description: a consumer reported that they, a male (B)(6), used oral-b triumph flossaction brushheads toothbrush head refill, beginning a couple of months ago and experienced 2 broken molar teeth and the brushheads cracked his teeth during use. No treatment info provided. The case outcome was not recovered/not resolved. No further info provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.